Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack was used in the normal procedure and the seal was deployed in the aorta, bleeding could not be controlled sufficiently and obstructed the central anastomosis, but ope ended without problems.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/11/2019. Only the seal and tension spring assembly were returned for evaluation. Signs of clinical usage and heavy amounts of blood were observed on the fully unwrapped seal; indicating that the seal was deployed into the aorta. The blue tether was observed to be cut. Based on the returned condition of the device, the reported failure "leak" was not confirmed.

Manufacturer narrative:
(B)(4). Device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack was used in the normal procedure and the seal was deployed in the aorta, bleeding could not be controlled sufficiently and obstructed the central anastomosis, but ope ended without problems.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack was used in the normal procedure and the seal was deployed in the aorta, bleeding could not be controlled sufficiently and obstructed the central anastomosis, but ope ended without problems.